Event description:
The customer reported that the system would beep and not stop beeping until it was re-booted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and reseated the connectors and the printed circuit boards. The ps1 power supply was adjusted and the pin connector was reseated. The system was tested and found to be working as intended and put back into service.